Manufacturer narrative:
The initial report of this event stated that the user facility does not purchase quality control material and does not run quality control checks. The last known quality control check was performed in june 2010 by the sales person. Nova biomedical recommends that each laboratory performs the following minimum qc procedure for each meter: during each 24 hours of testing, analyze 2 different levels of control solution, or follow the quality control policy of your institution. Also a quality control should be performed if a patient test has been repeated and the blood creatinine results are still higher or lower than expected; after cleaning the meter; if there are indications that the system is not working properly; if the meter is dropped. Nova biomedical completed investigation of this complaint by testing of test strip retains from the affected lot, and testing with low hematocrit samples, low oxygen samples, blood spiked to levels similar to the patient and failure could not be duplicated. Cause of event unknown.

Event description:
A (B)(6) female was brought into radiology dept at (B)(6) hospital, (B)(6), for CT imaging and was unconscious and had low blood pressure, respiratory failure and lung statis. Doctors suspected pulmonary artery embolism and acute renal failure. Sent venous blood sample to central lab, but due to the delay in receiving a result, utilized a statsensor-I creatinine meter. The statsensor-I reading was 1.44 mg/dl. Calculated e-gfr was closed to hospital criteria (>30) but still ok for infusion of contrast media. After contrast media infusion, received delayed test result from central lab of 4.41 mg/dl, which would have precluded usage of contrast media. Currently patient is in ICU and is being treated.